Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 53 mg/dl. The customer stated that insulin pump received sensor updating or sensor glucose value not available alert and change sensor alert. It was unknown that if the insulin pump was in auto mode at the time of the incident. The customer declined to troubleshoot for the low blood glucose incident. The device will not be returned for analysis.